Event description:
The patient has not worn her speech processor for the past 11 years. In 2005, she reported experiencing pain and discomfort near the implant site. The device was explanted recently (date unk). The patient does not want to be reimplanted.